Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a moderately calcified mid lad. After advancing the wire a few centimeters through a non-philips guide catheter, an error message appeared. During pullback from the guide catheter, the wire separated approx. 42 cm from the distal tip. The separated portion and the guide catheter were removed as a system. The procedure was postponed for a later date. No patient injury reported. This product problem is being submitted because the omniwire separated, was removed as a system, and resulted in delay of the procedure. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, a5 & a6: dob, gender, ethnicity, and race are not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Block h3 & h6: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the omniwire was returned in two pieces without the non-philips guide catheter. The distal section (dome, distal coil, pressure sensor, solder joints, pressure sensor housing, and hypotube portion) measured approx. 41.8 cm in length. The proximal section (hypotube portion, composite core, and conductive bands) measured approx. 149.2 cm in length. Additionally, at the location of the separation, sharp edges were observed. The total length of the returned sections is 191 cm. The overall wire working length is 190 +/- 5 cm which concludes that all parts were accounted for, with no missing material detected. Block h6: the probable cause of the shaft separation is due to use/handling. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.